Event description:
It was reported that the pt had a chest x-ray done to check for pneumonia and the x-ray showed a lead had "dislodged" and "fell down". It was noted that the stimulation had not been "as strong in left leg" and the pt was having pain in their back. It was noted that the pt was in a car accident 2 years ago and had a CT scan following the accident which did not show any problems with the implanted system at that time. The pt noted they had a couple of falls where their left leg gave out since then. A couple months ago the pt fell to the side. The pt experience the pain in their back has been off and on for the past month and when she coughed she also had pain in the thoracic area. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).